Manufacturer narrative:
A review of the device history for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was performed on the left iliac, via a right femoral access site. The physician put a sheath up and over the bifurcation., planning to stent the left internal iliac. The physician felt a lot of resistance going over bifurcation with the protege everflex. Once stent was deployed, the physician began to pull back the deployment system. At that time, the distal tip of catheter and the proximal marker broke off inside patient. The physician attempted to snare the catheter but was not successful. An immediate cut down was performed to remove tip.